Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the device had an attachment device and a cutter device installed and could not be pretested. It was further determined that the attachment and cutter were installed correctly to the device; however, the devices were not unlocked and removed prior to sending the device for repairs. This investigation is ongoing and the root cause has not yet been identified. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device heated up, would not run and it smelled burnt. Upon receipt of the device, an in-house pre-repair assessment was performed and it was determined that an attachment device and a cutter device were installed in the motor device and could not be removed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:device evaluation update: reliability engineering performed additional investigation. During repair, it determined that there were no deficiencies observed. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.